Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted.

Event description:
The business unit reported the following: a sensation 34cc balloon catheter was inserted into the patient using a cs300. The balloon waveform was good while a flat line of arterial pressure was shown, ie. No signal from arterial pressure. They swapped out the unit for a cardiosave but the result was the same. The user then removed the balloon catheter and inserted a new one (sensation 34cc balloon catheter) and immediately a waveform was shown in the arterial pressure line. It was reported that the patient later died. The death is not being attributed to the cardiosave. There is no alleged malfunction of the cardiosave. A separate complaint was entered for the cs300 involved in the event. Trackwise record # (B)(4). A separate complaint was entered for the balloon catheter involved in the event. Trackwise record # (B)(4).